Event description:
In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and two contralateral leg components were used for treatment of an abdominal aortic aneurysm. It was confirmed two months later that a type iii endoleak existed between the two contralateral leg components. A successful reintervention occurred on the same day. A contralateral leg component was used to overlap both devices. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.